Event description:
It was reported that on (B)(6) 2026, a 20 mm amplatzer septal occluder was implanted using an 8f amplatzer trevisio delivery system. The defect was reported to be balloon sized to 16 mm in the presence of physician, and device sizing was determined by balloon sizing. Intracardiac echocardiography (ice) was used during the procedure. A stability check was reported to have been performed, with no leak detected around the device. No difficulty with implantation, including multiple recaptures or repositioning, was reported, and no rhythm change occurred during the procedure. On (B)(6) 2026, it was reported that the device had embolized. A transthoracic echocardiogram (tte) reportedly identified the embolization, and the device was found in the left ventricular outflow tract (lvot). The device was reported to have completely dislodged from the implant site and traveled to the lvot. No partial or complete obstruction of blood flow was reported, and the patient reportedly experienced no clinical signs or symptoms associated with the event. On (B)(6) 2026, it was reported that the device was retrieved percutaneously and the procedure was completed using a new implant.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.